Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Isi has attempted to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. As of (B)(6) 2021, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Per an isi sr. Failure analysis engineer, there are no logs available for (B)(6) 2021 on ion system en0036 as of (B)(6) 2021. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient allegedly experienced an estimated blood loss (ebl) of 300cc after biopsies. In addition, the patient reportedly required suctioning, placement of a fogarty balloon for occlusion of the affected airway, and an epinephrine injection. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The cause of the procedural complication and the procedure outcome are unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported by the clinician that during an ion endoluminal lung biopsy procedure, the patient allegedly experienced an estimated blood loss (ebl) of 300cc after biopsies. In addition, the patient reportedly required suctioning, placement of a fogarty balloon for occlusion of the affected airway, and an epinephrine injection. The cause of the procedural complications is unknown. Also, the procedure outcome is unknown. Intuitive surgical, inc. (Isi) conducted several attempts to contact the clinician via e-mail and phone to obtain additional information. However, as of the date of this report no new information has been obtained.